Manufacturer narrative:
It was reported that the patient died on (B)(6) 2023. It is currently unknown whether death was device related. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between march 10, 2022 and march 27, 2023 recorded the stable pacing impedance around 1300 ohms with a subsequent increase to >3000 ohms at the end of the recording period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2023. It is currently unknown whether death was device related.

Event description:
It was noted on home monitoring that pacing impedance was out of range (> 3000 ohm) approx. 66 months after the implantation. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.